Manufacturer narrative:
(B)(4) - results: (mi, tvr).

Event description:
It was confirmed that during the revascularization on the same day as the reported mi there were two unknown brand stents implanted in the vein graft off the 1st diagonal branch to treat vein graft stenosis.

Event description:
During the index procedure, the patient had two endeavor sprint over-the wire (otw) stents implanted to the proximal lcx and one endeavor sprint otw stent implanted to the left main. Two days post index procedure, the patient is reported to have suffered a myocardial infarction (non-st segment elevation). The investigator assessed that the target lesion was not involved. The patient was scheduled to undergo a staged procedure to the lad. The physician could not pass the tortuous vein graft to reach the lad and a stent was placed in the vein graft. While attempting to proceed to the lad, a perforation is reported to have occurred. The perforation spontaneously sealed and the rest of the procedure was stopped. The investigator assessed that there was no relationship between the event and the study device or study drug. The patient recovered with treatment and no other clinical sequelae were reported. Ref MFR report numbers 9612164201100070 and 9612164201100071.